Event description:
Patient developed small pericardial effusion post-operatively. Suspect coronary sinus dissection. Considered resolved the next day, after chest x-ray, echocardiogram, admission for observation.